Event description:
It has been reported to philips that the allura system did not boot up successfully, the start-up countdown was stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of log files shown a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and a hard disk, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.